Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inflation lumen is kinked¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: the bard® dignishield® stool management system (sms) with odor barrier properties is intended for fecal management by diverting and collecting liquid or semi-liquid stool to minimize skin contact in bedridden patients and to provide access for the administration of medications. Adult use only. Device description: the bard® dignishield® sms device consists of a catheter tube assembly, a collection bag (figure 1), a 60 ml syringe, a syringe of lubricating jelly and a biological odor eliminator. The device has no components made of natural rubber latex. ¿ catheter tube assembly (figure 1 includes collection bag), ¿ collection bag, ¿ 60 ml syringe, ¿ lubricating jelly syringe (10 ml), ¿ instructions for use, ¿ 1 bottle (1 oz) of medi-aire® biological odor eliminator, ¿ tube clamp. The bard® dignishield® sms catheter tube assembly consists of a catheter body and collection bag assembly that is primarily constructed of a proprietary copolymer material called permalene¿, bonded to a low-pressure retention cuff and trans-sphincteric zone (tsz) primarily constructed of silicone material. The permalene¿ catheter and collection bag material is designed to minimize permeation of gas and water vapor. The low-pressure retention cuff is designed to retain the device in the rectum. The tube opening at the cuff is funnel-shaped to aid in diverting the stool into the drainage tube. The cuff leads to the tsz segment, which is designed to minimize dilation of the sphincter during use while providing a channel for fecal matter to pass through drainage tube and into the collection bag. Along the drainage tube are three lumens, each with a separate access port. The green inflation port (¿inf(45ml)/inflate to 45ml¿) is used to inflate/deflate the cuff. The clear irrigation port (¿irrig¿) is used to infuse water at the end of the retention cuff and to provide access for the administration of medication. The purple flush port (¿flush¿) is used to infuse water through slits for the entire length of the drainage tube to assist drainage of fecal matter. (Figure 2) a sample port on the drainage tube allows for the collection of stool samples through a slip-tip syringe. A piston valve connector located on the end of the drainage tube of the catheter attaches to the collection bag hub socket. When the collection bag is disengaged from the catheter, the catheter and bag automatically close to prevent spillage. A bag cap is provided to secure the contents of the collection bag when the catheter is removed. The 60 ml syringe and lubricating jelly syringe are used in the preparation and use of the catheter. The medi-aire® biological odor eliminator may be used as an air freshener in the room. Do not spray on patient or device. The tube clamp is used to retain medication during administration of medication." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield balloon was unable to deflate. Mss provided the following troubleshooting suggestions to the customer. Advised that the balloon was under low pressure unlike a foley catheter. Hence, cutting the inflation tubing would not result in automatic drainage of the balloon. It would back out unless using a syringe. It was advised to push the water into the inflation lumen to see whether that would allow the balloon to deflate. It was confirmed that the patient was obese, so discussed spreading the buttock apart to release the pressure on the tubing and advised to ensure there were no kinks. Then trim the excess catheter length leaving enough to get a firm grip on the catheter. Also, advised to lubricate the anus and then to pull on the catheter very slowly, which would cause the fluid to release due to the pressure on the balloon during removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the dignishield balloon was unable to deflate. Mss provided the following troubleshooting suggestions to the customer. Advised that the balloon was under low pressure unlike a foley catheter. Hence, cutting the inflation tubing would not result in automatic drainage of the balloon. It would back out unless using a syringe. It was advised to push the water into the inflation lumen to see whether that would allow the balloon to deflate. It was confirmed that the patient was obese, so discussed spreading the buttock apart to release the pressure on the tubing and advised to ensure there were no kinks. Then trim the excess catheter length leaving enough to get a firm grip on the catheter. Also, advised to lubricate the anus and then to pull on the catheter very slowly, which would cause the fluid to release due to the pressure on the balloon during removal.